Event description:
The patient was implanted with a vented electric left ventircular assist device (lvad). It was reported by cardiovascular surgical research that the pump was showing signs of end of life after almost 2 years of support. A decision was made to replace the lvad with the manufacturer's clinical trail lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. This event was discovered in an audit of our records of pump exchanges to our clinical trial device and is currently being addressed through our corrective and preventive action system. Preventive measures are being implemented to assure that all required MDR reports are filed in a timely manner.